Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the tubing. The customer removed the tubing and was able to observed insulin exit the cartridge. There was no impact to the customer's blood glucose level. The infusion set was changed; however, insulin was still not exiting the tubing and large air gaps were observed in the patient line tubing. During troubleshooting with tandem technical support it was determined the customer incorrectly filled their cartridge. The customer was guided through the proper fill sequence successfully.